Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of the four devices used during the same procedure. Manufacturer report #3005099803-2018-02183 pertains to the first resolution clip device, manufacturer report #3005099803-2018-02267 pertains to the second resolution clip device, manufacturer report #3005099803-2018-02268 pertains to the third resolution clip device and manufacturer report #3005099803-2018-02182 pertains to the fourth resolution clip device. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped into the tissue; however, the clip failed to release from the catheter. The same issue occurred with the other three resolution clip device, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.